Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the surgeon's plan was to place the spinous process clamp towards the superior part of the construct to place the screws from t10- l2. Upon placing that clamp and frame, they did the first x-rays with the imaging system and when looking at the lateral they saw the clamp was on the spinous process of t12. It was suggested to the surgeon that he might want to move the clamp to the superior level on implantation so the frame did not get in the way of screw placement. He told the x-ray tech to not move the imaging system that was over the field and he reached up through the imaging system to remove the sp clamp and frame and placed in higher on the patient. At that time, it was noticed that the clamp was looking more on the loose side and there were slight movements of the clamp when tightening down the frame on the clamp. The medtronic representative (rep) spoke up and asked the physician if the clamp felt tight on the patient's bone to which he responded "yes we are good" and did not test the rigidness of the clamp. They did the spin with capturing the t10- l2 levels and began to place the screws.  T10 and t11 screw placement went well bilaterally, while t12 was giving them issues with viewing the stryker drill due to the tracker on the drill being behind the mis towers, lower towards the patient skin and behind the sp frame. The rep began saving projections off the passive planer probe, stryker drill and the tap to ensure they lined up and spoke up on several occasions when they felt as though the screw placement did not look optimal. Upon doing the second spin, to confirm screws, the t10 and t11 screws were fine. The t12 and l1 screws on the right side were medial and on the left side were lateral, leaving the rep to believe the frame moved. There was a secure connection between the clamp and the stealth air frame and after reviewing the scan the physician removed the t12 and l1 screws bilaterally and did not replace them. The noted ina ccuracy was 10-20mm. There was a delay of less than one hour. There was no impact on the patient's outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.